Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory notification due to high pacing lead impedance. The physician will continue to monitor the system.